Manufacturer narrative:
Received voluntary medwatch mw5148886.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to an infection. There were no additional adverse patient effects reported.